Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2025 by the journal of orthopaedic trauma titled ¿clinical outcomes of ulnar collateral ligament repair with internal brace versus ulnar collateral ligament reconstruction in competitive athletes¿. The study reviewed four hundred sixty-one (461) patients who underwent primary ucl repair with internal bracing or ucl reconstruction using arthrex fibertape to address soft tissue approximation and/or ligation. During the fifty-three (53) month follow-up period, twenty-five (25) patients required revision surgery. Ref: "dugas, j. R. Et al. Clinical outcomes of ulnar collateral ligament repair with internal brace versus ulnar collateral ligament reconstruction in competitive athletes.am j sports med. 2025 mar;53(3):525-536. Doi: 10.1177/03635465251314054. Epub 2025 jan 31."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.